Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% stenosed target lesion being treated was located in the moderately tortuous, mildly calcified distal left circumflex (lcx) artery. The lesion was predilated using a non-bsc device. An unspecified stent was implanted. The 3.0x15mm maverick2 balloon was used post stent deployment and was inflated once to an unspecified atm for 30 seconds. During the second inflation, the maverick2 balloon was inflated to 9atms for 30 seconds and ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was reported as "good".

Manufacturer narrative:
(B)(4).